Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on the homechoice device during dwell three of five of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, it was discovered the patient had disconnected without following proper disconnect procedures and then reconnected. Proper procedures per the user manual were reviewed with the patient. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An improper disconnect during therapy is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provides instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.